Event description:
The customer obtained a single, negatively biased vitros phbr patient result (36.5 ug/ml), when compared to the repeat result (54.5 ug/ml), processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The negatively biased result was reported outside the laboratory. However, the customer repeated the affected sample due to a machine code on the 5600 analyzer and a clot noticed in the sample cup. The customer believed the repeat result to be true. A corrected report was issued. No treatment was given, stopped or withheld based on the initial, negatively biased vitros phbr result. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a single negatively biased vitros phbr patient result was obtained using a vitros 5600 system. Pre-analytical sample processing procedure and patient condition could not be ruled out as contributing factors. The investigation could not determine a definitive root cause; however, the most likely cause was determined to be sample related. There is no indication that the vitros 5600 analyzer, and the vitros phbr slide lot in-use had malfunctioned.